Event description:
The customer reported the device was involved in a motor vehicle accident while transporting a patient. The stretcher was reported as to having remained locked in the fastening system throughout; however, the patient is alleging a neck injury, as a result of the accident. No further details have been provided.